Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their physician had told them their implantable pulse generator (ipg) would last seven - ten years, however after three years the physician told them the ipg needed replacing. The ipg remains in use. No patient complications have been reported as a result of this event.